Event description:
It was reported that after the patient's MRI, the valve was interrogated and was attempted to be reprogrammed back to the patient's typical setting of 2.5; however, it kept reading between 2.0 and 2.5. It was thought that maybe it was because the patient may have been moving so, the nurse practitioner had the patient lay down; however, when the valve was interrogated again with the patient lying down, it read 0.5 consistently and would not change despite trying to reprogram it. The doctor also interrogated it and tried to reprogram, but they got similar readings (valve was at 2.5 when sitting up and 0.5 when lying flat). After that, they kept the interrogator on the patient's valve/head and had the patient change positions from laying down to sitting up, and they found the valve would change from 0.5 when lying flat to 2.5 when sitting up right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.